Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited loss of capture and oversensing. There was asystole noted, greater than two seconds. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.